Event description:
The customer reported encountering an error with their continuous glucose monitor labeled as cgm error 42. According to the information provided after a successful pump reset, the error did not appear again. No impact on the customer's blood glucose level was reported. The customer, guided by technical support, was able to resolve the issue by resetting the pump and successfully started their sensor session.